Event description:
While using chair pt decided to stand up. When they stood up, chair was still "on" and they accidently hit the toggle switch. The chair lunged forward and to the left, throwing pt into end table and trapping rt leg under chair. Pt spent 4 days in hospital with rt broken knee cap, left leg hematoma and large bruise on back. Reporter feels poor design of chair contributed to pt injury as well as sharp wheel covers that cut leg.